Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that following installation of a properly de-bubbled ECMO circuit on a patient, repeated bubble detection alarms issues appeared for no apparent reason. The bubble sensor was exchanged with no resolution. The hls set was exchanged which solved the issue. The failure occurred during treatment. No harm to any person has been reported. The hls set was exchanged during treatment. Therefore, a report is needed. Complaint ID# (B)(4) .

Manufacturer narrative:
The event occurred in france. It was reported that following installation of a properly de-bubbled ECMO circuit on a patient, repeated bubble detection alarms issues appeared for no apparent reason. The bubble sensor was exchanged with no resolution. The hls set was exchanged which solved the issue. The failure occurred during treatment. No harm to any person has been reported. The hls set was exchanged during treatment therefore, a report is needed. The affected hls set was investigated in the getinge laboratory on (B)(6)2024 with the following conclusion: during inspection, no abnormalities on the product were detected. The hls set could be de-aired completely and no bubbles were detected. The reported failure could not be reproduced therefore, no root cause could be determined. A medical consultation was performed by getinge medical affairs on (B)(6)2024 with following conclusion: "based on the data provided in the customer complaint single report, the responses by the fst, and the customer complaint investigation report, it is apparent that this case involves a recurring bubble alarm phenomenon, which could only be resolved by replacing the hls set used by the customer. The analysis of the affected ch-I log data shows that this event did not occur on (B)(6) 2024, as stated in the customer complaint single report, but already on (B)(6) 2024. The log files indicate that the ch-I system started on (B)(6) 2024, and a bubble alarm had already occurred before the switch to "battery supply" and "pump started" (16:57:42), which was not reset. The bubble alarm was first reset at 18:22:43. This bubble alarm, without an activated intervention, persisted until the pump was ultimately stopped at 22:42:58 and only restarted on (B)(6) 2024. However, the customer complaint single report indicates that the issue could not be resolved by replacing the bubble sensor itself, but only by replacing the circuit ("bubble sensor changed: no resolution; circuit changed: resolution"). The affected hls set was sent in for further investigation after being replaced. A getinge service technician was brought in to inspect the affected hardware (ch-I) and did not identify any malfunctions in the device itself. Annual maintenance had been performed, and a demonstration was provided to the users to confirm the correct functioning of the device. Consequently, a malfunction of the ch-I is considered unlikely. Therefore, according to the getinge service technician and the complaint investigation report, both a hardware failure of the affected ch-I and a disposable failure of the utilized hls set are deemed unlikely. Consequently, the following additional possibilities could have contributed to the repeated bubble alarms: - it is conceivable that air bubbles were present in the patient¿s blood that were not easily visible, potentially going unnoticed. However, this situation would likely have had a significant health impact on the patient, which was not addressed by the complaint narrative. - the connection of the flow/bubble sensor (fbs) may not have been properly secured. If the flow/bubble sensor is not entirely sealed, it may detect atmospheric air and subsequently trigger a bubble alarm. Additionally, misplacement of the fbs¿either on contaminated surfaces of the arterial tubing or on one of the white markings designated for the fbs¿could result in inconsistencies in the ultrasound measurement, leading to repeated alarms. Unfortunately, the affected customer has not responded to further questions posed by the getinge medical affairs department to date, so only the data available here can be used for evaluating the root cause. In conclusion, the recurring bubble alarm described in the complaint narrative could not be replicated or explained during the evaluation of the affected hls set, as no malfunction was identified. Additionally, the service technician did not find any hardware faults with the ch-I in use. Consequently, a definitive root cause for the recurring bubble alarm cannot be established. However, it is plausible that the sensor was not securely clamped onto the tubing, leading to the detection of atmospheric air and subsequent triggering of the alarm. Alternatively, the positioning of the sensor on the tubing may have been influenced by contamination and/or improper alignment with the marking for the flow/bubble sensor (fbs). Such misalignment could result in inconsistencies in the ultrasound measurement of the sensor, triggering a bubble alarm. However, it should be noted that these are merely hypotheses and possibilities, and do not represent definitive root causes of the incident described here. In this regard, no malfunction of the ch-I and/or the hls set in use could be identified. Finally, it is important to note that the log data from the ch-I does not align with the customer¿s reported date of the incident. Despite inquiries regarding this discrepancy, the customer has not responded, leaving this matter unresolved." Based on the results the reported failure "air in the system" could not be confirmed. According to the final test results, the modul with lot# 3000364882 and UDI# 1890656 passed the tests as per specifications. Production related influences are unlikely. According to the instruction of use of the hls set it is mentioned that incorrect positioning of the cardiohelp can cause air permeation on the blood side of the hls module advanced. The cardiohelp must be positioned at a lever lower that the patient and secured close to the patient. The flow/bubble sensor must always be affixed on the arterial side of the set if you are using the cardiohelp-I. With an activated intervention, the detection of bubbles by the flow/bubble sensor triggers a pump stop. He customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).